Event description:
Tip broke off the connecting screw. Retrieval of the broken tip is unk. This report is #2 of 2.

Manufacturer narrative:
Investigation is on-going. Device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
(B)(4): manufacturing documents were reviewed and no complaint related issues were found. The connecting screws were analyzed for conformance to specifications. The instruments were manufactured to specifications and no abnormal findings were noted. (B)(4): placeholder.